Event description:
A physician reported a pt who was injected into the nasolabial folds on 8/26/97. On 8/26/97, the pt developed an inlammatory reaction at the injection sites manifested by redness, as well as a headache and flu-like symptoms. On 8/27/97, the physician prescribed oral hismanal and calcium and topical corticoid ointment which were ineffective. On 8/28/97, the symptoms persisted. The symptoms were considered by the physician product related.

Manufacturer narrative:
On 3 march,1998, follow-up info was received. The symptoms completely resolved in october 1997.